Event description:
Customer reported that patient suffered hyponatremia during acute dialysis. The pre-mixed dialysate solution was sampled at the hospital and the measured sodium value was less than the label claim. According to the label this solution should contain 140 milliequivalents (meq) of sodium. Samples measured at the hospital showed the sodium level to be 129 meq. Sodium chloride was administered to the patient via the replacement fluid and the dialysate.